Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. No further information provided.

Event description:
New information received notes that the patient had chronic pain at site consistently since generator change out procedure and presented to the emergency department with fever. Patient was hospitalized due to enterococcal bacteremia and referred for ICD extraction. Lead was explanted. The patient was stable before, during and after the procedure.